Manufacturer narrative:
Investigation: defect: hair inside the syringe (foreign matter). Two pictures have been received. On visual inspection of the two pictures received it can be observed a hair floating inside a 20ml ll syringe filled. DHR of lots 1702265p and 1702248p have been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 20ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair cover, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure (ha-012). Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process visual inspection marking 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing one step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging one shelf-package per pallet project (#966) was open to reduce the occurrence of foreign matter non-process in the product. The implementation of improvement actions of this project have finished after this lot was manufactured. A definitive root cause for the contamination could not be determined, however the area manager has been informed of this incident.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
It was reported that a hair was found in bd plastipaktm 20 ml syringe before use. No injury or medical intervention.